Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after surgery, the blade was found to be out of the blade hole of the nail and positioned backward. The surgeon corrected the blade position through reinsertion. This report is for an unknown blade. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 510k: device is not distributed in the united states, but is similar to a device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the connecting screw is defective. Therefore, the connection of the instruments is not proper. It is assumed that the connecting screw was damaged during use. After repair, the instrument passed the functional test. This complaint is invalid from a manufacturing standpoint. This report is for the unknown blade. Refer to medwatch 8030965-2013-03370, file 43373, for the insertion handle involved in the incident.